Event description:
This report is being filed upon notification from our radiology manufacturer, of an event that occurred in another country. This x-ray system prints the correct image selected but with the incorrect patient data.

Manufacturer narrative:
Evaluation method: the cause of this measurement problem is a software issue. A field change order was released to correct this issue.